Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("at intrauterine device perforates through the right ulterior fundal myometriurn/uterine perforation") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hernia, abdominoplasty, urinary incontinence, femoral hernia (femoral hernia repair 2017), pain groin and weight loss. Previously administered products included for contraception: iud from 2008 to 2013. In 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and abdominal pain ("abdominal pain / pain"). The patient was treated with surgery (bialteral salpingectomy with unilateral essure removal on (B)(6) 2017 and salpingectomy (bilateral removal of fallopian tubes), unilateral essure removal on (B)(6) 2017). At the time of the report, the uterine perforation, fatigue and depression outcome was unknown and the pelvic pain, abdominal pain and weight increased had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, depression, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted - as per pfs , date of removal: (B)(6) 2017. Current weight 118 lbs. At intrauterine device perforates through the right ulterior fundal myometriurn to serosal layer, this device approaches but does not appear to perforate the adjacent hollow viscera. The patient had essure tubal ligation device placed in the right fallopian tube but not in left. Discrepancy noted in removal date previously reported as: (B)(6) 2017 00:00 (underwent a procedure to remove the essure) in current follow up reported as: (B)(6) 2017(bilateral salpingectomy - unilateral essure removal) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: 1 fat containing left femoral hernia. 2 intrauterine device perforates through. Hysterosalpingogram - on (B)(6) 2017: results: left fallopian tube patent, right occluded with essure; in (B)(6) 2017: results: only one side occluded; on (B)(6) 2017: left fallopian tube patent, right occluded with essure. Ultrasound pelvis - on (B)(6) 2015: result : fatty mass in the left inguinal region which does increase with valsalva and whichdoes not self reduce.. Concerning the injuries reported in this case, the following one/ones were reported via medical records: uterine perforation. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs and medical records received : event added : uterine perforation. Outcome of events pelvic pain, abdominal pain and weight increased updated to recovered / resolved. Severity of abdominal pain and pelvic pain updated. Event onset dates updated.patients medical history and historical drugs added.lab details added. Reporter information and patient details updated. Product implanted date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (underwent a procedure to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, fatigue, depression and weight increased outcome was unknown. The reporter considered abdominal pain, depression, fatigue, pelvic pain and weight increased to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.